Manufacturer narrative:
(B)(4).

Event description:
The patient reported no relief. Ins (implantable neurostimulator) never worked, event and implant date:(B)(6) 2009. The patient was suffering from urinary tract infections and she got the ins to help with infections. But since having the ins it didn't help. She turned off the ins october 2009 and hadn't turned it on since. The patient has a (B)(6) year old child. The patient noted after giving birth she wasn't having infections any longer. The patient did not have hcp (healthcare provider). Patient wanted a listing so she could get the ins removed. The patient was also requesting MRI compatibility information. MRI was for back not related to ins. Indications for use was noted as: urinary dysfunction/sacral nerve stim. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Correction: upon additional review, the following codes are being added. (B)(4).